Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, the peg tube was replaced for an unspecified reason. The caregiver reported that fungal contamination was found from sample taken on the tip of the peg when it was replaced. The sample showed candida krusei, candida glabrata, escherichia coli and klebsiella pneumoniae. It was reported that the patient will be treated with unspecified IV medication.